Manufacturer narrative:
This report is submitted on december 11, 2019.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with an ointment (not specified). The implant remains in-situ.